Manufacturer narrative:
07-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Injuries in the cheek area [gingival injury]. Oral-b toothbrush entire brush comes off the hand piece while brushing [device breakage]. The consumer reported that the entire brush came off of the hand piece while brushing and it happened so suddenly that his wife got minor injuries in the cheek area. No serious injury was reported. 13-jan-2022 case update: the suspect product was updated to oral-b power power oral care refills crossaction eb50. No serious injury was reported. 07-feb-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3764 and the concomitant product was oral-b power power oral care refills crossaction eb50. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injuries in the cheek area [gingival injury] oral-b toothbrush entire brush comes off the hand piece while brushing [device breakage] the consumer reported that the entire brush came off of the hand piece while brushing and it happened so suddenly that his wife got minor injuries in the cheek area. No serious injury was reported.